Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 (mg/dl). Reportedly, the customer believed the pump delivered more insulin than requested. Customer consumed glucagon to address low bg. Customer's bg level then rose to 531 (mg/dl) due to consuming too much glucagon during the low bg event. A manual injection was delivered to address elevated bg level. Reportedly, the customer's bg level was 370 (mg/dl) at the time of the report. The customer declined to perform a pump system check with tandem technical support. Tandem technical support recommended customer to discuss bg levels with a healthcare provider.